Event description:
The (B)(6) pharmacy team identified another bd precisionglide 16g needle (ref 305197 with the hard white substance, similar to the one identified last month. It is like a powder that dried together, almost like a dried frosting. This is the same lot and expiration as in october. We have it sequestered in guilford. Manufacturer response for needle, precisionglide 16g needle (per site reporter) see tracker (B)(4), repeated issue, corresponded with the (B)(6) pharmacy team. Similar reports in maude. Sample sipped to bd under (B)(4) by [redacted name] by [redacted date].